Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Related medwatch report #mw5167559.

Event description:
Voluntary medwatch received on 3/13/2025 reported: patient had reportedly complained of malfunctioning insulin pump with recurrent dka (diabetic ketoacidosis). Expired with dka. Called tandem multiple times for pump interrogation and they have no followed up. A medical examiner contacted tandem on (B)(6) 2025 to report the death event and request interrogations to determine the cause of death. No allegations were made against the pump and the time of the report. Multiple attempts were made by tandem technical support (cts) to obtain more information. On (B)(6) 2025, cts spoke to the examiner. On (B)(6) 2025, a follow up email was sent to the examiner. A third contact attempt was made on (B)(6) 2025 and cts discussed the pump return process with the medical examiner. The medical examiner did not allege a device deficiency in any of these interactions with cts. On 3/13/2025, tandem received notice of the voluntary medwatch #mw5167559. Through its own internal records, tandem was able to verify that the medwatch was reported by the same medical examiner who contacted tandem on (B)(6) 2025, however, because the medwatch did not mention the name of the patient or the pump serial number, it was not clear whether it concerned the same death event. After several attempts to reach out to the medical examiner, tandem was eventually able to confirm that this death was the same individual as the one previously reported by them on (B)(6) 2025. Voluntary medwatch alleges new information that had not previously been reported to tandem. Cts followed up with the medical examiner who confirmed the patient information and reported that the customer passed away on (B)(6) 2024 due to diabetic ketoacidosis. A review of pump data will be performed, and the results will be submitted in a supplemental report.